Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the transfer set and the titanium adapter. This occurred during use of peritoneal dialysis therapy. The transfer set was replaced. There was no allegation against the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.